Manufacturer narrative:
One used tracheostomy tube was returned for product evaluation. Visual inspection revealed holes in the cuff of the device. During functional testing, a syringe and pressure gauge were utilized to fill the cuff with air. Immediately upon inflation, the cuff pressure dropped indicating a leak. The manufacturing facility performed a review of the manufacturing process. No discrepancies were found regarding line clearance, training records of the operations staff, and the cuff assembly operation. Product evaluation and inspection was not able to determine what caused the cut in the tracheostomy tube cuff.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the listed tracheostomy tube was in patient use for an unknown amount of time when the device cuff began leaking. The reporter indicated that no adverse health effects resulted from event. Customer contact information was not provided, attempts to obtain information will be made.